Event description:
The info provided to sjm indicated an sjm mechanical heart valve was implanted 30 years ago in a patient with a history of aortitis syndrome. Pannus was recently found on the valve, resulting in immobility of the leaflets. The valve was explanted and replaced with an edwards magna ease. Tissue was found on the inside of the orifice rim of the explanted valve. It was reported to sjm that this event was patient-related and not device related.